Manufacturer narrative:
(B)(4). Method: fisher & paykel healthcare representatives visited the hospital to gather more info regarding this event. The devices were not returned to the manufacturer for inspection. An investigation was carried out, based on the event description and follow up info provided by the hospital. Results: the hospital reported that the pt suffered no long term effects from this event, and was discharged from the itu in due course. Conclusion: the rt020 filter became saturated with water over time, as is normal with heated humidification. It could not be determined how long it took for this saturation to occur. Normally an rt020 end expiratory filter becomes saturated over a period of approx 24 hours, but this period varies with setup and environmental factors. The rt020 user instructions include the statement: "caution: change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure." (B)(4).

Event description:
A healthcare facility in the (B)(6) reported that an rt020 expiratory filter became saturated [with water] in less than 2 hours when in use with an rt212 adult breathing circuit. It was reported that this caused the pressures of the ventilator and the work of breathing to increase, and that this resulted in the pt becoming tachycardic. During a follow up site visit by fisher & paykel healthcare representatives, the healthcare facility reported that the pt suffered no long term effects from this event and was discharged from the itu in due course. During the site visit, the healthcare facility could not confirm how long it took for the rt020 filter to become saturated. The hospital was able to confirm that the staff had to change the filter within a 24 hour period.